Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface and system controller pcb assemblies, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the display comes up white and the service light is illuminated. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed parts and determined that the cause of the reported issue was due to a failure of an integrated circuit chip, designator u2 from the user interface pcb assembly.